Manufacturer narrative:
The wheel is flat due to wearing and normal use. Fatigue test performed for the wheel, increase anti-friction of wheel. Responsible person: (B)(4), date: 03/01/2015. Trained assembly workers, make sure wheels are properly assembled when assembling. Responsible person: (B)(4), date: 03/01/2015.

Event description:
End user is reporting the front right wheel on the chair is flat. End user states that the wheel was wobbling, then just went flat.